Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used apex dcb 3000 ml bag was received without its original packaging for further evaluation. Visual inspection confirmed brownish stains detected on the external surface of the filling tube. The contamination is outside the product external to the fluid path. It was not possible to identify the type of substance composition of the stain due to its poor quantity. The stains could have been generated during handling in the production process. While an exact root cause was not determine, the production department was informed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: black specks visible on lipid entry port.